Manufacturer narrative:
A disposable cutting guide instrument broke during surgery while being manually inserted. Surgery was completed successfully. Review of the device history record indicates the device was manufactured to specification.

Event description:
A disposable cutting guide instrument broke during surgery while being manually inserted. Surgery was completed successfully.